Manufacturer narrative:
This type of failure can be caused by poor bonding in tip to tube bonding area. User facility has been contacted multiple times and device has not been returned for analysis. A conclusive root cause can't be identified without the subject device. A formal investigation of the process is been conducted to identify any process or system improvement opportunities. This is the first reported occurrence for rotating tips detaching from tubing. Reported event was disseminated to all operations, qa and engineering personnel. Awareness training was provided to production assemblers and qc inspectors. Also, assemblers were provided with bonding retraining.

Event description:
Rotating tip of hand piece fell off into the patient's abdomen.